Event description:
On pre-anesthetic pressure checking the anesthesia circuit was found that gas would not flow. On inspection a complete web was found to occlude the elbow connector at its bend. Several days earlier a circuit was found under similar circumstances to have only a tiny hole in an almost complete web. There was no adverse incident and the circuit was changed before beginning the surgery.